Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The analyst noted no helix issue was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a pacing lead the sensing was very unstable. It was noted the sensing decreased in each location attempted and a helix issue was questioned. The lead was removed and not replaced. No patient complications have been reported as a result of this event.